Event description:
Skin tear.

Manufacturer narrative:
It was reported that the device caused skin tears requiring wound care treatment. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.